Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device but not returned.

Event description:
It was reported that the user attempted to fill a cartridge; however, the user was unable to depress the plunger. There was no reported impact to the user's blood glucose level.